Event description:
Double lumen PICC lines lot# rerk0526. Leak between pt entry point and bifurcate point. Similar failure in 2007 reported, in 2008 batch pulled, and will be returned to bard. See scanned pages.